Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the initial procedure on (B)(6) 2015 was to treat a lesion located in the mid to distal left anterior descending (lad) with mild calcified stenosis. Pre-dilatation was performed with a 2.5 non-compliant (nc) balloon and a 2.5x18mm absorb gt1 scaffold was placed and expanded to 2.91mm. Post-dilatation was performed with a 3.0 balloon to 3.08mm. On (B)(6) 2017, 75% restenosis was observed in the proximal part of the absorb gt1 scaffold. After pre-dilatation, a stent was implanted within the scaffold and post-dilatation was performed. The patient will be treated with dual anti-platelet therapy (dapt) for 6 months. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis, as listed in the absorb gt1 instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Updated case details: it was reported that the patient presented with a pathological cardiac stress test (stress-electrocardiogram (ECG)). The initial procedure on (B)(6) 2015 was to treat a lesion located in the mid left anterior descending (lad) with mild calcified stenosis. The vessel was determined to be greater than 2.5mm in diameter. Predilatation was performed with a 2.5 nc balloon and a 2.5x18mm absorb gt1 was placed and expanded to 2.91 milimeters (mm) with residual stenosis less than 40%. Post-dilatation was performed with a 3.0 balloon to 3.08mm. The final angiographic residual stenosis was less than 10%. No imaging was performed to confirm the scaffold was fully apposed to the vessel wall. The patient was placed on dual anti-platelet therapy (dapt) consisting of aspirin and clopidogrel. On (B)(6) 2017, the patient had a pathological cardiac stress test (stress-ECG). Subsequently 75% restenosis was observed in the proximal part of the absorb gt1 scaffold. After predilatation, a non-abbott stent was implanted within the absorb and post-dilatation was performed. The final patient outcome was good. It was confirmed that the patient was compliant in following the dapt after the procedure. The patient will be treated with dapt for 6 months. No additional information was provided.